Event description:
The customer contacted baxter's service center regarding a check drain line alarm, which occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) had the home patient (hp) check line for kinks/ occlusions/ bubbles. The hp stated the patient line was full of bubbles. The hp stated they knew how to end therapy and would do so. The tsr advised the hp to start over with new supplies. The hc was operational. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the hp. The hp was not willing to provide any additional information.

Manufacturer narrative:
(B)(4). The sample and the lot number were unknown; therefore, no evaluation or batch review could be performed. This complaint for air in line was not confirmed. The cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.